Manufacturer narrative:
Concomitant devices (index): 3.5 x 10mm balloon. Concomitant medications: pre-procedure medications included aspirin, clopidogrel, ace inhibitors, zetia, zocor, micardis, cordarone, amaryl, allopurinol, lasix, potassium, ntg and pepcid ad. Intra-procedure medications included bivalirudin and aspirin. Post-procedure medications included aspirin, clopidogrel, tricor, micardis, cordarone, amaryl, allopurinol, lasix, potassium, ntg, and pepcid ad. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received from the clinical events committee that the previously reported congestive heart failure and death were non target vessel related and death, cardiac - not coronary vessel related. No additional information is available and no further reports will be forthcoming.

Manufacturer narrative:
Based on the cec adjudication minutes received on (B)(6) 2012, the committee agreed with the code of arc (silent mi), (B)(6) 2011. Have also been updated to correspond with the reportable event of myocardial infarction. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered angina and an mi approximately 16 months post index procedure. At the index procedure ((B)(6) 2010), pci was performed on an 80% in stent restenosis of a boston scientific (B)(4) stent (implanted on (B)(6) 1999) of a lesion in the mid lad of 10mm in length in a 3.5mm vessel diameter. The (b1) lesion was moderately calcified. The lesion was pre-dilated with a 3.5x10mm balloon at 12 atms before a 3.5x13mm cypher stent was deployed at 18 atm. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. Additional information was received that the patient had pedal edema on the day of the index procedure that was classified as congestive heart failure. During the 1, 6 and 12 month follow-up intervals the patient reported no angina. The database for the (B)(4) study indicated that during the 15 month follow-up office visit the patient had stable angina. One month later (16 months post index), the patient was admitted with confusion, shortness of breath, altered mental status and not feeling well. The patient was diagnosed with chf, the daughter wanted him to be treated for congestive heart failure; however, the patient had a do not resuscitate status. Telemetry was not used per family/patient wishes. He was treated with diuresis. Hospice was consulted and the patient was transferred but expired on the following day. The cause of death was of congestive heart failure. The chf was captured as a non-complaint. An autopsy was not performed and the death certificate was not collected. The (B)(4) adjudication committee determined this event to be associated with an arc (silent mi), thus the file captures the event of mi. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094586 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
The email received for the (B)(4) study indicated that during the 15 month follow-up office visit the patient had stable angina. One month later, the patient was admitted with confusion, shortness of breath, altered mental status and not feeling well. The patient's daughter wanted him to be treated for congestive heart failure. He was a do not resuscitate and she did not want to put him on telemetry. He was treated with some gentle diuresis. Hospice was consulted and the patient was transferred but expired on the following day of congestive heart failure. An autopsy was not performed and the death certificate was not collected. During the index procedure, pci was performed on an 80% in stent restenosis of a boston scientific nir stent (implanted on (B)(6) 1999) of a lesion in the mid lad of 10mm in length in a 3.5mm vessel diameter. The (b1) lesion was moderately calcified. The lesion was pre-dilated with a 3.5x10mm balloon at 12 atm before a 3.5x13mm cypher stent was deployed at 18 atm. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. During the 1, 6 and 12 month follow-up intervals the patient's angina status was "no angina."

Manufacturer narrative:
The complaint received states that this (B)(4) study patient experienced angina approximately 15 months post procedure and at 16 months post procedure suffered congestive heart failure and subsequently died. This was an (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of previous pci (1999), history of previous CABG (2000), history of atrial fibrillation, history of myocardial infarction (11/1999), history of copd, history of diabetes mellitus (type ii), history of renal insufficiency, history of gastric reflux disease, history of sleep apnea, history of gout, history kidney stone with lithotripsy, history of chronic utis, history of bladder cancer ((B)(6) 2002) and past smoker. During the index procedure, pci was performed on an 80% in stent restenosis of a boston scientific nir stent (implanted on (B)(6) 1999) of a lesion in the mid lad of 10mm in length in a 3.5mm vessel diameter. The (b1) lesion was moderately calcified. The lesion was pre-dilated with a 3.5x10mm balloon at 12 atm before a 3.5x13mm cypher stent was deployed at 18 atm. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. During the 1, 6 and 12 month follow-up intervals the patient's angina status was "no angina." At the 15 month follow stable angina was reported. No specific treatment was reported. Approximately one month later, at 16 months post index, the patient presented with confusion, shortness of breath, altered mental status and not feeling well. He was diagnosed with congestive heart failure. "Gentle" dieresis was done for treatment; however, the patient was referred for hospice care secondary to patient's previously specified wishes. The patient was transferred to hospice care, unfortunately died the following day. An autopsy was not performed and the death certificate was not collected. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094586 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Death, associated with cardiac dysfunction / congestive failure is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported events. No corrective action is required at this time. Review of the information suggests that patient and vessel characteristics, specifically his advanced age and known co-morbidities may have contributed to the reported unfortunate events.